Manufacturer narrative:
The savina 300 with serial number (B)(6) was analyzed at the manufacturer's repair shop in lübeck. In the course of extensive device tests and inspections no deviations could be found. The device worked as specified and without any faults. There are also no entries in the logbook that indicate a device malfunction. It is probable that the reported clicking noises are due to the principle-related switching of the dosing valves during oxygen dosage. This does not represent a device malfunction. The reported switching off of the device could not be verified during the investigation. In summary, no interruption of a running ventilation could be confirmed. The log recordings and device examinations do not show any deviations or malfunctions.

Event description:
According to the user, the device made clicking noises during the inspiration phases and then shut down. No patient consequences were reported.

Manufacturer narrative:
The investigation was started but is not yet concluded. Investigation results will be provided in a follow-up report.

Event description:
According to the user, the device made clicking noises during the inspiration phases and then shut down. No patient consequences were reported.